Event description:
Additional information received indicated that there was no patient involvement.

Manufacturer narrative:
One cadd-legacy® 6400 pump was returned for analysis in good condition. Visual inspection revealed that the pump had a scratched screen. The event history log was reviewed with no evidence of the reported problem. The device was powered on and ran with no problems found. Based on the evidence the root cause is unknown as the complaint is not confirmed.

Event description:
Information was received indicating that a double beep - no cassette alarm was observed to a smiths medical cadd-legacy® 6400 pump. There were no reported adverse effects.